Manufacturer narrative:
Per the manufacturer's sales representative, the perfusionist stated that the ccm was initially not working so she rebooted the unit and then it would not turn on. The cable was inspected and there appeared to be no issues. The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications. Per data log analysis: since the ccm would not power up, there is no ccm log to confirm the complaint. The module logs show multiple power ups (likely on (B)(6) 2022), where the ccm never came up. These occur after the system is powered down on (B)(6) 2022. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the central control monitor (ccm) to not power on. He opened the ccm and replaced the display assembly with a lab use only (luo) display assembly but the issue remained. He replaced the power supply of the ccm with a luo power supply and the screen booted up correctly. It was determined that the power supply did not meet specification. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.